Event description:
During procedure using a 9fr sheath; sheath was placed over the wire that was in place in the femoral vein. The proximal dilator flange broke before it entered the patient's vein. It was able to be retrieved. There was no patient harm. Another sheath was prepped before use in the patient and the dilator flange broke. This sheath was not used.